Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set blockage at site event on (B)(6) 2024. The event occurred after 3 hours of insertion. The blood glucose level at the time of event was high (specific value unknown) and the patient was treated with correction injection via multiple daily injection followed by changing supplies as necessary and resumed insulin therapy. No further information available.